Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The customer reported problem of "air alarm" was confirmed in the device's alarm log. The cause of the reported problem was an out-of-calibration air sensor. The air sensor was recalibrated to resolve the problem. No further action was required. The device was returned to the customer in good working conditions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air in line alarm was noticed in a flogard infusion pump. It is unknown when the reported condition was occurred. There is no report of patient involvement. No additional information is available.